Event description:
Customer states that on (B)(6), 2010, during injection in her stomach, she pulled the pen out and there was no needle present in the pen. She called her doctor and went to their office. Customer has x-rays and a cat scan. Customer states that the x-ray and cat scan showed nothing but states she can feel the needle in her stomach.

Manufacturer narrative:
No product has been received as of (B)(4) 2010. If product is returned, analysis will be conducted. Complaint history yielded no other complaints for the lot reported. Device history review was conducted to include final release testing, in process testing and testing of lot sample retains. No anomalies noted.